Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. Vascular access was obtained via the brachial (just above the elbow). The 70% stenosed target lesion was located in the non-tortuous and moderately calcified left subclavian artery. The lesion was not pre-dilated. The stent of this 8.0x20x75cm express vascular ld dislodged from the stent delivery system (sds) in the subclavian artery during use prior to balloon inflation. A 7.0-40, 80 wanda balloon catheter was used to retrieve the undeployed stent from the subclavian artery. The procedure was completed with balloon angioplasty. No further patient complications were reported and the patient's status is fine. This product is only (B)(4) approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. Vascular access was obtained via the brachial (just above the elbow). The 70% stenosed target lesion was located in the non-tortuous and moderately calcified left subclavian artery. The lesion was not pre-dilated. The stent of this 8.0x20x75cm express vascular ld dislodged from the stent delivery system (sds) in the subclavian artery during use prior to balloon inflation. A 7.0-40, 80 wanda balloon catheter was used to retrieve the undeployed stent from the subclavian artery. The procedure was completed with balloon angioplasty. No further patient complications were reported and the patient's status is fine. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with the stent separated from the delivery system. The balloon was folded and wrapped fully around the shaft of the device. There was a clear impression of where the stent was originally crimped on the balloon. Visual and microscopic examination of the stent revealed the stent was damaged. Struts on one end of the stent were misaligned and had been lifted up. Struts on the other end of the stent were flattened. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).